Manufacturer narrative:
Combination product? - corrected. Patient identifier - updated. The pressure regulating balloon, occlusive cuff and control pump were returned. The cuff was visually inspected, microscopically examined and tested for leaks. No damage or abnormality was noted and no leaks were identified. The regulating balloon was visually inspected, microscopically examined and tested for leaks. The analysis indicated a tear in the sphere adapter junction due to sharp instrument damage that is consistent with explant. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. The control pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing. Product analysis did not confirm a device malfunction with the aus components. A labeling review confirmed that urinary incontinence is included in the product labeling. Based on the investigation results, it is most likely that the physician improperly placed the cuff during the initial implant surgery; therefore, the evaluation conclusion code unintended use error caused or contributed to event was assigned.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence and tissue atrophy. The patient presented in early 2020 with a gradual insidious onset of recurring urinary incontinence. The patient was using 3-4 pads per day. The physician performed a flexible cystoscopy and bladder scan. It was determined that there was tissue atrophy under the cuff. The physician feels that the original cuff implanted in 2013 was too distal. The explanted cuff is believed to be a 3.5cm cuff. A new aus device consisting of a 5.0cm cuff, a pump and a balloon, was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence and tissue atrophy. The patient presented in early 2020 with a gradual insidious onset of recurring urinary incontinence. The patient was using 3-4 pads per day. The physician performed a flexible cystoscopy and bladder scan. It was determined that there was tissue atrophy under the cuff. The physician feels that the original cuff implanted in 2013 was too distal. The explanted cuff is believed to be a 3.5cm cuff. A new aus device consisting of a 5.0cm cuff, a pump and a balloon, was implanted.